Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the implant had been placed in the vestibule as opposed to the cochlea, resulting in the decision to explant the device on (B)(6), 2010; during the same surgery the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4).